Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 3/3/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.